Manufacturer narrative:
Upon return and analysis this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed. Laboratory analysis confirmed that damage to the device header was induced.

Event description:
Boston scientific received information that during a normal device replacement procedure it was easy to reach the device through the incision although some extra force was applied when attempting to get the device out of the pocket. Once the device was out of the pocket was noted that the header of the device was partially detached from can. All measurements appeared normal. The device will be sent back for analysis. No adverse patient effects were reported.